Event description:
It was reported that: "(B)(6) 2024, the doctor found the ars to be leaking during use on the patient. They was no reproted patient harm or consequence. The patient was reproted as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit including one arrow raulerson syringe (ars), guide wire assembly, and dilator for analysis. No obvious signs of use were observed. Initial visual examination of the ars did not reveal any anomalies or defects. After the ars failed functional testing, the plunger was removed. The plunger was then held up to a light such that the internal bi-directional valves were visible. Visual inspection revealed that the valves contained a hole. The handle was then opened, and a hole was observed on both distal and proximal valves. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars could not aspirate water and air with or without a lab inventory introducer needle attached. The module requirement document for raulerson syringes (amrq-000113 rev.06) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. The report of an ars leak was confirmed through complaint investigation. After failing the vacuum pull test , visual analysis revealed a hole in the proximal ars bi-directional valve. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the ars to be leaking during use on the patient. They was no reproted patient harm or consequence. The patient was reproted as fine.